Manufacturer narrative:
H6: investigation summary: no product was returned by the customer. Photo representation was provided for the complaint. According to the device history record review process, the result showed there were no issues reported like missing lids during the manufacturing process for the lot number (1259947) reported under this customer complaint. A review of the ncmr¿s was performed; the result showed that no missing lids issues were reported for the same part number throughout the last twelve months. According with this investigation, there is not enough information provided from customer like pictures of original packaging, however with picture provided we are able to verify the lot number 1259947 and confirm that this product was manufactured by flex on september 16, 2021. Within complaint report, it¿s mentioned that customer received product with missing component. The variables that could generate this failure mode such as handling, transportation, storage or partial sales from distributor are unknown. Additional information is required to discard issue was generated by distributor facility, since partial sells and controls to handle remaining material is unknown, therefore, the likelihood of sending boxes with incorrect quantity exist. In addition, the current manufacturing controls were reviewed, and confirmed the capability to detect this type of issue (missing lids). As part of this investigation, a review of customer complaint records was performed; according to the customer complaints records, no additional complaints were received through the last twelve months for the same part number and issue. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that 16 bd point-of-use sharps collectors did not come with lids. The following information was provided by the initial reporter: london drugs received 16 sharps containers that did not come with lids - purchased directly from bd.2243072-2022-

Event description:
It was reported that 16 bd point-of-use sharps collectors did not come with lids. The following information was provided by the initial reporter: london drugs received 16 sharps containers that did not come with lids - purchased directly from bd.

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed in sections and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: na.